Event description:
A malfunction was reported with a code malf 0 and fault ID 0x21d6. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the code did not recur. The customer was advised to continue using the pump and to contact technical support if any further malfunction codes appeared.